Manufacturer narrative:
The returned catheter was evaluated visually and functionally where possible. Rupture located at 25.5 cm, location and appearance are characteristic of angiography rupture. Retain catheter from this lot was tested, passed the dynamic burst (angiography simulation) and static burst (kink condition). All pressures were much higher than possible in a clinical setting. Prod lot history review did not reveal any non-conformances that would have contributed to the reported event. The prod met the acceptance criteria prior to release. The description of the event is consistent with a rupture caused by catheter over-pressurization. Through simulation, a failure of this nature could typically be created by over-pressurization while the catheter has a severe restriction (kink or occlusion). The dynamic burst pressure of an ultraflow catheter with an un-restricted lumen is well above the pressure that would typically be generated in this clinical setting. The IFU includes warnings/info regarding catheter over-pressurization. A warning in the IFU states: "infusion pressure with the device should not exceed 690 kpa (100 psi). Pressure in excess of 690 kpa (100 psi) may result in catheter rupture, possibly resulting in pt injury.

Event description:
Avm emoblization. Upon positioning the catheter, angiography puffs were noted and confirmed along with two guidewire passes to look for resistance or reason to believe kink would be present. Upon contrast run, it was noted and clearly observed that the catheter had ruptured at the distal most transition zone. No pt injury was reported as a result of this event.